Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm bgnd test failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation, visual inspection found no exterior damage. The device?s event history log revealed a system failure: primary audible alarm bgnd test. The device was powered up and an audio test was performed to conduct functional testing. Upon testing, the reported problem was unable to be duplicated. It was determined that the root cause was from the customer downgrading the device's firmware to v1.6.1 from v1.6.5 which was applied to decrease the probability of a false positive primary audible alarm. The software was again updated to v1.6.5 to remediate the primary audible alarm issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.